Manufacturer narrative:
During the eval of the device at the third party svc ctr, an issue related to the power mgmt board was observed. The device's power mgmt board was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.

Event description:
A ventilator was returned to a third party svc center for eval. There was no harm or injury reported.